Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4): the full lead was received, analyzed, and no anomalies were found. The proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had been breached cut, and apparent explant damage was noted.

Event description:
It was reported that the right ventricular lead had dislodged and was not in a secure position causing undersensing with high thresholds. The lead also may have been fractured. It was also reported that the device was experiencing sensing difficulties. Both the device and lead were explanted and replaced. No further patient complications were reported as a result of this event.